Event description:
Consumer complaint of low blood results. Customer feels well and requires no medical attention. Customer's expected blood results are 90-100mg/dl. Verified the strips expire 10/31/2017 and were first opened (B)(6) 2015. Customer confirms the strips are stored properly. Customer declined blood test. Reviewed meter memory: 102mg/dl; (B)(6) 2015; 09:27:12 am; fasting: yes, 46mg/dl; (B)(6) 2015; 09:13:00 am; fasting: yes, 69mg/dl; (B)(6) 2015; 11:26:00 pm; fasting: no, 80mg/dl; (B)(6) 2015; 11:36:00 pm; fasting: no, 80mg/dl;(B)(6) 2015; 11:36:00 pm; fasting: no. No adverse event reported.

Manufacturer narrative:
Internal report # (B)(4). Returned meter and test strips evaluated with no defects found. Most likely underlying root cause of malfunction: user had an inaccurate reference or user reused test strip or user's test strip had poor fill.